Event description:
It was reported that the left ventricular (lv) lead was not successfully attempted due to difficulty to insert and the lead noted noise and abnormal impedance measurement. A new lead was implanted. No adverse patient effects were reported.